Manufacturer narrative:
(B)(4). If further details are received at a later date a supplemental medwatch will be sent. Associated events reported via mw# 2210968-2015-12718.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2015 and the mesh was implanted. The patient expired on an unknown date in 2017. Additional information will be requested.